Event description:
It was reported that the ipg was non-functional after receiving the end of service message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the facility.